Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the plunger had passed over the lens, another lens was taken and when surgeon tried to put it in patient eye, plunger did not go up and the lens did not advance. The surgery was completed on the same day using the same lens. No patient harm was reported. Additional information received and stating that the iol was successfully inserted by adjusting the plunger direction.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. The device was returned adhered to rigid plastic sheet in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Intraocular lens (iol) was not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. The plunger was observed to be fully advanced. The iol was not returned. The position of the lens and plunger during advancement cannot be confirmed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.